Event description:
It was reported that the pump battery was depleting quickly. In addition, the customer¿s blood glucose was high; the cause was unknown. No further information was provided. The customer continued to use the pump for insulin therapy and declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.